Event description:
It was reported that the customer passed away, and she was not wearing the insulin pump at time of death. It was stated that she passed away in her sleep due to a cardio event. The caller mentioned that she went low, fell into a coma, and she did not wake up in the morning. The caller also stated that the cause of death per death certificate was natural, cardiac arrhythmia due to coronary artery disease, and other conditions related to diabetes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.